Manufacturer narrative:
Investigation summary: a review of complaint history did not identify any adverse trends. A review of the DHR found that the lot met all release criteria. Root cause: unable to determine. Source: phone.

Event description:
Reported false positive result for quickvue sars otc. Consumer repeated testing an unknown amount of times with same result. The consumer communicated the result was confirmed negative by other rapid antigen assays.